Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery spatula (pcs) instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken ceramic sleeve. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The missing pieces were not returned. Ceramic sleeve does exhibit scratch marks. The probable root cause of a broken ceramic sleeve is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause the ceramic sleeve to break.

Event description:
It was reported that a permanent cautery spatula (pcs) instrument's tip was cracked. No further information was provided.